Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been received for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that angio-seal evolution was attempted to be used; after opening the package it was found that the clear anchor was not attached. The device was not used on the patient and a new device was then opened and used.

Event description:
Additional information was received on 19jul2019. The procedure performed for the patient was a heart catheterization. The patient was reported to be in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update and to provide the completed investigation. Results - 3252 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. Conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One 8fr angio-seal evolution device was received for product analysis. All accessory components were returned along with evolution device body. No poly-foil pouch was returned. Visual inspection revealed that there was no damage or deformation noted on the arteriotomy locator, guidewire and hemostasis sheath. The bypass tube was completely detached from the main body of the evolution device and the anchor was exposed. No other visual anomalies were noted with the device. Functional testing was performed, and the bypass tube was reinserted over the anchor by manually to set to on its manufacturing position. No issue was noted during insertion over the anchor. No anomalies were noted with the anchor and the bypass tube. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the reported event may be related to the improper opening of the foil pouch or mishandling of the tip of the carrier tube after opening the pouch. However, without the return of the poly-foil pouch, the exact cause of the reported event cannot be definitively determined based on the available information.